Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): implant date field should be blank. Subject device was not implanted.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the products were used for a distal radius fracture case. During the operation the surgeon removed the guiding block to insert the locking screw into the first row of the radial side of the plate, but the screw did not lock and the screw driver kept rotating. When the surgeon checked the image, he found that the screw had gone through the plate. After removing the screw and the surgeon used another one, but the result was the same. The surgeon proceeded according to the technical guide. There was no harm to the patient. There was a fifteen minutes surgical delay reported. This report is for an unknown screw. This report is 2 of 3 for complaint com-(B)(4).

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.